Manufacturer narrative:
It appears that the spar was bent around some obstacle until it broke. This may have happened with the patient on the table, or a previously bent and cracked spar may have been used to support this patient, with further cracking occurring when patient was repositioned. The facility explained that the reported "ongoing problems with different or tables" refers to two other devices that were damaged and required repairs, with no patient involvement. This is not normal use and the facility has declined to explain what they were trying to do. No evidence of design problem.

Event description:
Patient was repositioned and the left spar was heard by staff as a loud cracking noise. Upon examination of the table, a large crack was identified. The carbon fiber material was cracked. Hospital has had ongoing problems with different or tables supplied by mizuho.

Event description:
Patient was repositioned and the left spar was heard by staff as a loud cracking noise. Upon examination of the table, a large crack was identified. The carbon fiber material was cracked. Hospital has had ongoing problems with different o.r tables supplied by (B)(4).